Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing infused way too quickly. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that there was an issue with tubing. Nurse found her infusion bag empty way before it was supposed to be. We recently had a nurse find her infusion bag empty way before it was supposed to be, so we are treating it like an overflow. The patient has not been harmed. I altered a copy of a previous advocacy intake form to give you the information I have at the moment. We are working on getting the lot# for the tubing sets, but the set came from a different department than who reported it.

Event description:
It was reported that as lvp 20d 3ss cv infused way too quickly. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there was an issue with tubing. Nurse found her infusion bag empty way before it was supposed to be. We recently had a nurse find her infusion bag empty way before it was supposed to be, so we are treating it like an overflow. The patient has not been harmed. I altered a copy of a previous advocacy intake form to give you the information I have at the moment. We are working on getting the lot# for the tubing sets, but the set came from a different department than who reported it.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: site legal name (FDA): (B)(4). B.3. Date of event: on (B)(6) 2020. B.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: as lvp 20d 3ss cv. D.2. Medical device catalog#: 2426-0007. D.3. Medical device manufacturer: tijuana. D.4. Unique identifier (UDI)#: (B)(4). G.1. Manufacturing location: tijuana. G.5. PMA/510(k)#: k944320.

Event description:
It was reported that unspecified bd¿ tubing infused way too quickly. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that there was an issue with tubing. Nurse found her infusion bag empty way before it was supposed to be. We recently had a nurse find her infusion bag empty way before it was supposed to be, so we are treating it like an overflow. The patient has not been harmed. I altered a copy of a previous advocacy intake form to give you the information I have at the moment. We are working on getting the lot# for the tubing sets, but the set came from a different department than who reported it.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the nurse found her infusion bag empty way before it was supposed to be could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.